Manufacturer narrative:
This report is based on information provided by authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ defibrillator/monitor indicating that the device failed a self-test. Available details indicate that the device had exhibited symptoms of a failure. It was determined that this was a malfunction of the xl+ kit-therapy capacitor,453564206351, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The customer replaced the xl+ kit-therapy capacitor,453564206351 to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart xl+ treatment implementation testing failed. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.